Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 12jul2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it was not communicating with the order entry system. A technical support specialist stated that the issue was resolved by the customer.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es was not communicating with the order entry system. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.